Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited oversensing of noise that is typically seen within two weeks of initial device implant. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an isolated episode of inappropriate shocks with additional untreated episodes due to oversensing of noise. The cause of the inappropriate shocks were discussed and the system was reprogrammed to primary. No adverse events were reported at this time.